Event description:
A report was rec'd that alleges that the tracheostomy tube cuff was unable to be inflated after one month in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.